Event description:
I have the mentor silicone breast implants. Since then I have lost 75% of my hair. I have received countless trigger injections in back, shoulder and back for chronic pain along with shots in my head to relieve my headache pains due to pinched nerves from my implants. I have developed food intolerances, gut issues, brain fog, chronic fatigue, joint pain, chronic sinusitis, sharp and dull breast pain, complete loss in feeling in my breasts, pelvic pain, pain during intercourse, weight gain, inflammation, anxiety, panic attacks to which I've called 911, memory loss, ringing in the ears, depression, mood swings, shortness of breath, shallow breathing. Before implants I have never experienced any of these symptoms. Now I am chronically ill and I don't even feel like myself anymore. I've had prescriptions for add/adhd, anxiety / depression, muscle relaxers, oxycodone, antibiotics for chronic sinusitis, nausea pills. FDA safety report ID# (B)(4).